Event description:
Patient was revised to address femoral and tibial loosening. Poly wear was indicated intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided information stated the products are not suspected of failing to meet specifications or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.